Event description:
It was reported that a screw fell out of the power tool handpiece at the point where the direction of the saw can be changed. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that a screw fell out of the power tool handpiece at the point where the direction of the saw can be changed. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.